Event description:
A patient reported blood glucose resutls of 26.7 mmol/l, 12.6 mmol/l and 8.1 mmol/l with a lifescan meter, performed within 5 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and /or <=1.11 mmol/l, thereby indicating a potential malfunction of the meter in terms of precision. Meter was replaced.